Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incidents remain unknown.

Event description:
Related manufacturing ref: 2030404-2019-00038, 2030404-2019-00039, 3005334138-2019-00288. The following was published in the journal of cardiology in an article titled "clinical characteristics and rhythm outcome of catheter ablation of hemodynamically corrected valvular atrial fibrillation" by jung ok kim. Although the hemodynamic burden and structural substrate contribute to valvular atrial fibrillation (vaf) mechanisms, the role of catheter ablation has rarely been reported. Clinical characteristics, mapping findings, and long-term rhythm outcomes were investigated after catheter ablation of hemodynamically corrected vaf. Complications noted during the study included cardiac perforations, atrio-esophageal fistulas, cva, av heart blocks, femoral artero-venous (av) fistulas, pulmonary vein stenosis, and phrenic nerve palsies.